Event description:
It was reported to philips that the system did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse identified that the pdm module(220v) has failed. Fse replaced the pdm modules to resolve the issue. After that, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and identified that the power supply from the power distribution unit (pdu) module (also known as pdm) failed. The fse suspected a defect in the pdu module and replaced it to resolve the reported issue. The system was returned to use in good working order and ready for clinical use. The pdu module was returned for failure analysis and confirmed that it was not working as intended. The codes were updated based on the investigation outcome.